Manufacturer narrative:
H.3 evaluation summary: the extended charge time experienced in the field is believed to be caused by damage to the output section of the device. The device tried to charge, but there was a resistive load in the output section of the hybrid (damaged transistors). The damage was typical of a device that delivered into a low impedance load. It was not determined how the transistors were damaged.

Event description:
Physician performed an ep test to check the patient's defibrillation thresholds. Ventricular fibrillation was induced. The ICD sensed the arrhythmia and began to charge. The ICD had been charging for twenty seconds when the physician decided to externally defibrilate the patient. It was determined that the capacitors showed no voltage during the charging cycle.